Event description:
It was reported that, "three to four years after knee replacement surgery the patient's knee has begun buckling or giving out on her. The patient researched on the internet and found that her implants may have been recalled. They would like to know if her implant has been recalled. Her primary surgeon is no longer in practice. She is now seeing dr (B)(6)."

Manufacturer narrative:
An evaluation of the device(s) cannot be performed as the device(s) remained implanted in the patient and was not returned to the manufacturer. Additional information pertaining to the device(s) referenced in this report (including x-rays and medical records) was requested. If additional information becomes available, the evaluation summary will be submitted in a supplemental report.